Event description:
Follow-up with the physician's office showed that there was nothing suspected to be wrong with the patient's generator and the patient is scheduled for prophylactic battery replacement. It was stated that the patient has been implanted with this device for awhile and it its being prophylactically replaced. The patient underwent replacement on (B)(6) 2015.

Event description:
It was reported that the vns patient was referred for surgery due to a failure to interrogate with the patient¿s device. No known surgical interventions have occurred to date.